Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) using a large flexnav delivery system. It was noted that the patient had tortuous anatomy. During the procedure, transseptal access was gained in the right femoral artery using the proglide system. The pigtail catheter was placed in the non-coronary cusp (ncc) and the native valve was crossed successfully. The 14f introducer was inserted. Pre-dilatation was performed with a 23mm x 40mm non-abbott balloon. The introducer was removed. It was observed during the insertion of the flexnav delivery system, resistance was noted that led to the delivery system to kink. The nosecone of the delivery system steered the damaged segment of the guidewire to the femoral artery, causing the artery to rupture. The delivery system was removed from the patient. The artery was surgically repaired. A new large flexnav delivery system was used to complete the procedure. The patient status was stable.

Manufacturer narrative:
An event of advancement difficulty was reported. Information from the field indicated that during the insertion of the flexnav delivery system, resistance was noted that led to the delivery system to kink, causing the artery to rupture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the reported event was due to calcified patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a